Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was noted that the patient had a severely tortuous neck. It was reported that during implantation of the stent graft, the neck became wave-shaped and the stent graft didn't fit the neck initially. The angiogram during the procedure showed that an endoleak was present at the aortic neck but no flow was observed in the aneurysm and so the patient was monitored. On an unknown date, due to the continuation of the type ia endoleak, the neck began to enlarge and blood flow was now present in the aneurysm. As per the physician, the cause of the event was due to patient vessel morphology due to a severely tortuous neck. No additional clinical sequelae were reported and the patient is fine.